Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the connection screw of the alignment frame broke during surgery. No foreign bodies were retained by the patient. No alleged harm or injury to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The lateral alignment frame, broken thumb screw, and washer were returned for review. Visual inspection of the alignment frame revealed wear and tear, suggesting extensive use. The frequency of use is not known. The thumb screw is fractured at the base of the knurled portion of the bolt. With the damage witnessed, the device will no longer function as intended. Based on manufacturing date, the device field age is approximately 3 years and prior to the event. Dimensional analysis of the thumbscrew conformed to print specifications where measured. Hardness testing results of the bent thumbscrew conformed with product specifications. Receiving inspection reports shows all devices that were inspected met specifications. The reported device is used for treatment. With the information provided, a definitive root cause for the instrument fracture could not be determined with certainty. (B)(4).